Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic examination of the balloon material identified a longitudinal tear starting at the distal end of the proximal markerband and extending 30mm distally. Visual and microscopic examination of the markerbands identified no issues. Visual and tactile examination identified no kinks or damage to the shaft. Visual and tactile examination identified no damage to the tip. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.